Event description:
As reported, the user detected that the distal end of a ngage nitinol stone extractor basket could not open as intended. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Initial reporter name and address: customer phone: (B)(6). Initial reporter occupation: unknown. PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16feb2023: as reported, the user detected that the distal end of a ngage nitinol stone extractor basket could not open as intended, during use, after the device made contact with the patient. The procedure was completed with a new ngage nitinol stone extractor.

Manufacturer narrative:
Event description: as reported, the user detected that the distal end of a ngage nitinol stone extractor basket could not open as intended, during use, after the device made contact with the patient. The procedure was completed with a new ngage nitinol stone extractor. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, and functional test of the returned device were conducted during the investigation. One device was returned in open package with label. Upon inspection there were a couple of significant bends in the basket sheath. When the handle was actuated, it was obvious the support tubing came unglued. Glue residue was observed on the basket sheath. The orange support sheath was bent. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provides evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the most likely cause for the issue is an unintentional user error. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The orange support sheath was bent, and the support sheath had separated from the basket sheath. Glue residue was observed on the basket sheath, indicating the device was properly assembled. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.